Manufacturer narrative:
Updated sections; d4 expiration date, g3, g6, h2, h4, h6 investigation findings, and investigation conclusions. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support and investigation that a patient with a with a 23mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 18 years, 1 month due to calcific degeneration with critical stenosis. Patient presented with dyspnea. The procedure was performed with a 23mm 9755rsl transcatheter valve. Patient suffered complication of vsd c/b cardiogenic shock post-viv. Per medical records, patient underwent tavr procedure and was transferred to (B)(6) in stable condition. On pod#1, tee demonstrated small vsd. On pod#2, tee confirmed subaortic vsd with left to right shunt. On pod#2, patient returned to the cath lab d/t vsd complication resulting in possible cardiogenic shock s/p tavr procedure.